Event description:
It was reported to boston scientific corporation on 12/15/2009 that a wallflex biliary rx uncovered stent system device was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during deployment, the stent became difficult to deploy. The physician attempted to re-sheath and was unable to re-sheath fully. The physician determined that the stent was not functioning correctly and removed the stent. The procedure was completed with another wallflex biliary rx uncovered stent system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) (partially deployed). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).